Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) check, a health care professional (hcp) was checking the device in a different vector and inadvertently programmed that vector. Boston scientific technical services (ts) was contacted for troubleshooting to program the device back to the original vector setting. No adverse patient effects were reported. This issue was resolved during the same appointment.